Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle / localised pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), menorrhagia ("excessive and prolonged bleeding as part of her regular cycle / changes to menstrual cycle"), abdominal pain lower ("cramping / localised pain"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin"), thrombosis ("clotting"), bladder disorder ("urinary/bladder problems"), hypersensitivity ("allergy symptoms"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, menorrhagia, abdominal pain lower, headache, nausea, skin disorder and thrombosis outcome was unknown and the bladder disorder, hypersensitivity, amnesia and feeling abnormal had resolved. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, feeling abnormal, headache, hypersensitivity, menorrhagia, nausea, pelvic discomfort, pelvic pain, skin disorder and thrombosis to be related to essure. The reporter commented: the claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a hysterectomy in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), menorrhagia ("excessive and prolonged bleeding as part of her regular cycle"), abdominal pain lower ("cramping"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin") and thrombosis ("clotting"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, menorrhagia, abdominal pain lower, headache, nausea, skin disorder and thrombosis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, nausea, pelvic discomfort, pelvic pain, skin disorder and thrombosis to be related to essure. The reporter commented: the claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a hysterectomy in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: with follow up received via lawyer, this report was detected to be a duplicate to record # gb-bayer-2018-239716 which will be deleted in bayer safety database after all information was transferred to this duplicate record # gb-bayer-2020-058892 which will be retained. New: lawyer and mhra reporters were added. New events added: abdominal pain lower, headache, nausea, skin disorder, thrombosis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle") and menorrhagia ("excessive and prolonged bleeding as part of her regular cycle"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: the claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a hysterectomy in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 08-apr-2020. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle / localised pain') in an adult female patient who had essure (batch no. 915890) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, polycystic ovary, overweight, irregular periods, multi gravida, multigravida (2005 and 2012) and caesarean section. Previously administered products included for contraception: mirena on (B)(6) 2006. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), heavy menstrual bleeding ("excessive and prolonged bleeding as part of her regular cycle / changes to menstrual cycle"), abdominal pain lower ("cramping / loclaised pain"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin"), thrombosis ("clotting"), bladder disorder ("urinary/bladder problems"), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), amnesia ("memory loss"), feeling abnormal ("brain fog"), genital haemorrhage ("abnormal bleeding") and urinary tract disorder ("urinary and bladder problems"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bladder disorder, hypersensitivity, amnesia, feeling abnormal and genital haemorrhage had resolved and the pelvic discomfort, dysmenorrhoea, heavy menstrual bleeding, abdominal pain lower, headache, nausea, skin disorder, thrombosis and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, nausea, pelvic discomfort, pelvic pain, skin disorder, thrombosis and urinary tract disorder to be related to essure. The reporter commented: essure nickel tubal coils were inserted into the tubal ostia without complication. The claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a laparoscopically assisted vaginal hysterectomy with removal both fallopian tubes and conservation of both ovaries in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Diagnostic results (normal ranges are provided in parenthesis if available): smear test - in (B)(6) 2018: normal. Ultrasound scan - on (B)(6) 2006: ovarian ultrasound did not confirm cysts; on (B)(6) 2018: bicornuate anteverted uterus with no fibroids. The endometrium is bicornuate and normal in thickness with essure devices seen at fundal aspect endo/fallopian tubes. Both ovaries are clearly seen, the left was normal in size with a persistent follicle measuring 26 mm, the right ovary was enlarged with 23 ml with a 35 mm simple cyst. Summary: bicornuate anteverted uterus. Right cyst measuring 36 ml. Ultrasound scan vagina - on an unknown date: the coils were visualised and seemed to be in the right place; in (B)(6) 2018: showed a small 3.5cm cyst on her right ovary. The left ovary and uterus looked normal. X-ray - on (B)(6) 2012: coils correctly placed within the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abdominal pain lower, menorrhagia, dysmenorrhoea, skin disorder. Most recent follow-up information incorporated above includes: on 8-nov-2021: new events added: abnormal bleeding and urinary disorder. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle") and menorrhagia ("excessive and prolonged bleeding as part of her regular cycle"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: the claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a hysterectomy in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 08-apr-2020. The most recent information was received on 15-nov-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle / localised pain') in an adult female patient who had essure (batch no. 915890) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, polycystic ovary, overweight, irregular periods, multi gravida, multigravida (2005 and 2012) and caesarean section. Previously administered products included for contraception: mirena on (B)(6) 2006. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), heavy menstrual bleeding ("excessive and prolonged bleeding as part of her regular cycle / changes to menstrual cycle"), abdominal pain lower ("cramping / loclaised pain"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin"), thrombosis ("clotting"), bladder disorder ("urinary/bladder problems"), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), amnesia ("memory loss"), feeling abnormal ("brain fog"), genital haemorrhage ("abnormal bleeding") and urinary tract disorder ("urinary and bladder problems"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bladder disorder, hypersensitivity, amnesia, feeling abnormal and genital haemorrhage had resolved and the pelvic discomfort, dysmenorrhoea, heavy menstrual bleeding, abdominal pain lower, headache, nausea, skin disorder, thrombosis and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, nausea, pelvic discomfort, pelvic pain, skin disorder, thrombosis and urinary tract disorder to be related to essure. The reporter commented: essure nickel tubal coils were inserted into the tubal ostia without complication. The claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a laparoscopically assisted vaginal hysterectomy with removal both fallopian tubes and conservation of both ovaries in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Diagnostic results (normal ranges are provided in parenthesis if available): smear test - in (B)(6) 2018: normal. Ultrasound scan - on (B)(6) 2006: ovarian ultrasound did not confirm cysts; on (B)(6) 2018: bicornuate anteverted uterus with no fibroids. The endometrium is bicornuate and normal in thickness with essure devices seen at fundal aspect endo/fallopian tubes. Both ovaries are clearly seen, the left was normal in size with a persistent follicle measuring 26 mm, the right ovary was enlarged with 23 ml with a 35 mm simple cyst. Summary: bicornuate anteverted uterus. Right cyst measuring 36 ml. Ultrasound scan vagina - on an unknown date: the coils were visualised and seemed to be in the right place; in (B)(6) 2018: showed a small 3.5cm cyst on her right ovary. The left ovary and uterus looked normal. X-ray - on (B)(6) 2012: coils correctly placed within the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abdominal pain lower, menorrhagia, dysmenorrhoea, skin disorder. Lot number: 915890, manufacture date: 2011-10, and expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4), (B)(4) and (B)(4)) on 08-apr-2020. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain outside her cycle/localised pain/pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. 915890) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gallstones, hot flushes, stress incontinence, coughing, caesarean section, multigravida (2005 and 2012), multi gravida, irregular periods, overweight, polycystic ovary and pain in hip. Previously administered products included: mirena for contraception. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), heavy menstrual bleeding ("excessive and prolonged bleeding as part of her regular cycle / changes to menstrual cycle"), abdominal pain lower ("cramping / loclaised pain"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin"), thrombosis ("clotting"), bladder disorder ("urinary/bladder problems"), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), amnesia ("memory loss"), brain fog ("brain fog"), genital haemorrhage ("abnormal bleeding"), urinary tract disorder ("urinary and bladder problems"), device dislocation ("device migration"), mental disorder ("psychological issues") and confusional state ("confusion"). The patient was treated with surgery (vaginal hysterectomy and salpingectomy). At the time of the report, the pelvic pain, bladder disorder, hypersensitivity, amnesia, brain fog and genital haemorrhage had resolved. The outcomes for pelvic discomfort, dysmenorrhoea, heavy menstrual bleeding, abdominal pain lower, headache, nausea, skin disorder, thrombosis and urinary tract disorder were unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, brain fog, confusional state, device dislocation, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, nausea, pelvic discomfort, pelvic pain, skin disorder, thrombosis and urinary tract disorder to be related to essure administration. The reporter commented: essure nickel tubal coils were inserted into the tubal ostia without complication. The claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a laparoscopically assisted vaginal hysterectomy with removal both fallopian tubes and conservation of both ovaries in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Essure fitted with ease on both the sides.4 coils on left and 8 coils on right seen. Descripancy noted in insertion date: as per argus: (B)(6) 2012 and as per sd: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2022: but does show gall stones. [Smear test] in (B)(6) 2018: normal. [Ultrasound scan] on (B)(6) 2006: ovarian ultrasound did not confirm cysts; on (B)(6) 2018: bicornuate anteverted uterus with no fibroids. The endometrium is bicornuate and normal in thickness with essure devices seen at fundal aspect endo/fallopian tubes. Both ovaries are clearly seen, the left was normal in size with a persistent follicle measuring 26 mm, the right ovary was enlarged with 23 ml with a 35 mm simple cyst. Summary: bicornuate anteverted uterus. Right cyst measuring 36 ml. [Ultrasound scan vagina] in (B)(6) 2018: showed a small 3.5cm cyst on her right ovary. The left ovary and uterus looked normal; (date unknown): the coils were visualised and seemed to be in the right place. [X-ray] on (B)(6) 2012: coils correctly placed within the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abdominal pain lower, menorrhagia, dysmenorrhoea, skin disorder. Lot number: 915890. Manufacture date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events: "psychological disorder nos, device migration, confusional state" added reporters information patient medical history and lab data added, product insertion date and rcc updated." We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), menorrhagia ("excessive and prolonged bleeding as part of her regular cycle / changes to menstrual cycle"), abdominal pain lower ("cramping / loclaised pain"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin"), thrombosis ("clotting"), bladder disorder ("urinary/bladder problems"), hypersensitivity ("allergy symptoms"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, menorrhagia, abdominal pain lower, headache, nausea, skin disorder and thrombosis outcome was unknown and the bladder disorder, hypersensitivity, amnesia and feeling abnormal had resolved. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, feeling abnormal, headache, hypersensitivity, menorrhagia, nausea, pelvic discomfort, pelvic pain, skin disorder and thrombosis to be related to essure. The reporter commented: the claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a hysterectomy in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date updated; events descriptions updated; events "allergy symptoms", "brian fog/memory loss", "urinary/bladder problems" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) ) on 08-apr-2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain outside her cycle / localised pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip, polycystic ovary, overweight, irregular periods, multi gravida, normal delivery (2005 and 2012) and caesarean section. Previously administered products included for contraception: mirena on (B)(6) 2006. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort in her regular cycle and outside of it"), dysmenorrhoea ("pain during her cycle"), menorrhagia ("excessive and prolonged bleeding as part of her regular cycle / changes to menstrual cycle"), abdominal pain lower ("cramping / loclaised pain"), headache ("headaches"), nausea ("nausea"), skin disorder ("bad skin"), thrombosis ("clotting"), bladder disorder ("urinary/bladder problems"), hypersensitivity ("allergy symptoms"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (removal of essure including hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, menorrhagia, abdominal pain lower, headache, nausea, skin disorder and thrombosis outcome was unknown and the bladder disorder, hypersensitivity, amnesia and feeling abnormal had resolved. The reporter considered abdominal pain lower, amnesia, bladder disorder, dysmenorrhoea, feeling abnormal, headache, hypersensitivity, menorrhagia, nausea, pelvic discomfort, pelvic pain, skin disorder and thrombosis to be related to essure. The reporter commented: essure nickel tubal coils were inserted into the tubal ostia without complication. The claimant suffered excessive and prolonged bleeding accompanied by pain and discomfort. She underwent a laparoscopically assisted vaginal hysterectomy with removal both fallopian tubes and conservation of both ovaries in 2019 and is now suffering from post-procedural pain. Full details of her injuries and associated losses will be provided in due course. Diagnostic results (normal ranges are provided in parenthesis if available): smear test - in (B)(6) 2018: normal. Ultrasound scan - on (B)(6) 2006: ovarian ultrasound did not confirm cysts; on (B)(6) 2018: bicornuate anteverted uterus with no fibroids. The endometrium is bicornuate and normal in thickness with essure devices seen at fundal aspect endo/fallopian tubes. Both ovaries are clearly seen, the left was normal in size with a persistent follicle measuring 26 mm, the right ovary was enlarged with 23 ml with a 35 mm simple cyst. Summary: bicornuate anteverted uterus. Right cyst measuring 36 ml. Ultrasound scan vagina - on an unknown date: the coils were visualised and seemed to be in the right place; in (B)(6) 2018: showed a small 3.5cm cyst on her right ovary. The left ovary and uterus looked normal. X-ray - on (B)(6) 2012: coils correctly placed within the fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, abdominal pain lower, menorrhagia, dysmenorrhoea, skin disorder. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated: hcp's reporter, medical history, history drug, lab data. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.